Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer blood glucose level was 50 mg/dl at the time of incident and other blood glucose value was 154 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer reported that they did not allege insulin pump was over delivering. Customer treated with glucose tablet. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.